Event description:
It was reported that during a medical examination the physician found that the device was eroding out of the pocket. The physician decided to revise the pocket. The patient condition was fine post-procedure.